Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the device noted that the cannula was snapped off of the trocar head. The shaft and hub demonstrated deformation consistent with an application of excessive force. Several tabs were broken. Functional testing was precluded due to the observed damage. Visual testing of the returned product confirmed the product did not meet quality release specifications that were tested due to the damaged cannula. Replication of the damage may be due to rough handling of the device. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time. Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a gastroplasty procedure. During the passage, the device broke into two separate pieces. The device was replaced. No patient injury.